Event description:
It was reported that the insulin pump alarmed motor error during basal. It was also reported that the insulin pump alarmed off no power. Customer's blood glucose reading was 388 mg/dl. No significant events leading to the alarm were observed. It was reported that customer was able to rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. No unexpected low battery alarms or off no power anomalies noted. Unit passed the rewind, basic occlusion test, occlusion test, prime a33 test, excessive no delivery test and displacement test. No motor error alarms noted. The motor was tested outside the device and passed. Unit received with minor scratched lcd window.